Event description:
Caller reported discrepant results with inratio meter. Inratio = 1.3 on initial testing; 4 minutes later, repeated with inr = 3.0. Lab result = 3.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set 1, meter: 1.3, lab: 3.6, mean: 2.45, confidence limits: 1.6-3.4, out. Set 2, meter: 3.0, lab: 3.6, mean: 3.3, confidence limits: 2.0-5.0, in. Per tech support, the value of 3.0 was obtained four minutes after the value of 1.3. Time elapsed between the meter tests and lab test was not given. The means of the inratio meter and comparative system inr's were calculated. The values for set 1 are not within the confidence limits for inr testing. These results are considered inaccurate within the context of the documented variability for inr testing. Product accuracy testing is required. Inratio precision data provided by end-user: value #1: 1.3. Value # 2: 3. Mean: 2.15. Std dev: 1.202081528, %cv: 55.91076874. The %cv is greater than 20%. The precision criterion is not met. Product precision testing is required. Meter is expected to be returned and product testing will be performed upon receipt.